Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure an "o/c" message or high impedances were seen on all ports. The patient was prepped with needles and probes in place when the procedure was cancelled since they could not bring the probes up to temperature. There were no adverse consequences to the patient.